Event description:
It was reported that the customer had high blood glucose levels of 8.4 mmol/l. It was reported that the customer and parent were viewing the carelink reports of the insulin pump when they noticed that the customer had some hypoglycemic events. They also reported noticing that during those events the insulin pump showed a record of multiple boluses from the insulin pump. The customer denied programming these boluses which also included one incident of a maximum bolus. The customer was advised that the insulin pump would be replaced for their peace of mind. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
There is no data available due to pump received without a battery installed. The unit was unable to verify bolus anomaly on carelink pro or on download history file. However, carelink pro lists all test data in the daily detail report. There was no unexpected bolus noted during testing. There was no bolus anomaly or history anomaly noted. The bolus wizard functions properly per bolus wizard sample in the 554/754 user guide. The unit had minor scratched display window and cracked reservoir tube lip.